Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr replaced two 12volt batteries on the system. With the batteries replaced and a release test complete, the system operated to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the batteries were not holding a charge on the centrifugal system. Since the event occurred during preventative maintenance, there was no pt involvement.